Event description:
The customer reported the ventilator had exhibited an odor of overheating while continuing to function during patient use. The customer reported there was no patient harm. The ventilator alarmed to specifications. The respironics service technician verified the customer reported problem. Review of the ventilator log history noted a diagnostic code that indicated a 12/24 volt power failure. Upon evaluation of the ventilator, the service technician reported finding the blower motor controlled pcb damaged. The service technician replaced the blower motor controller pcb, to correct the customer reported problem. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.